Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The actual device was returned for evaluation. The evaluation found an open seal. Complaint information is included in complaint trending that is reviewed internally on a regular basis to determine if further action is necessary.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. It was found that the heat sealing part had been sealed the edge of the tray. The product was not used on the patient. There were no adverse consequences to the patient.